Manufacturer narrative:
Date sent to the FDA: 06/17/2021 additional information: b2 additional information was requested, and the following was obtained: on what tissue was the suture used? - vagina what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal how was the suture placed (interrupted or continuous)? - separated stitches how was the suture tied (square knot or multiple knots one end)? - multiple knots at the end were there any intra-operative complications? - no did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Please specify. - no when and how was urethral erosion diagnosed? - one month in post-op by post-op clinical examination could you please explain the relation of urethral erosion and rapid suture absorption? - suture absorption exposes the polypropylene material, the suture must be maintained for a minimum of 1 month so that the vagina has had time to melt. Was there any surgical or medical intervention required? If yes, please specify the date and details of intervention. - yes, surgical revision for material extraction. What is the patient¿s current status? - correct vaginal healing, failure of the initial intervention" what is physician¿s opinion as to the etiology of or contributing factors to these events? - patient (aged around 40) had excellent vaginal quality. The question about the monocryl thread comes from the fact that despite separate stitches (at least 3-4 separate stitches) on a 1.5cm wound, all the threads had disappeared at the post-op consultation 4 weeks after the procedure. A question is raised about a lot of defective threads or a decrease in the quality of the thread over a given time period. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 06/17/2021 corrected h-6 health effect- impact codes: f19 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date, name and/or indication of index surgical procedure? Product lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were there any intra-operative complications? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Please specify. When and how was urethral erosion diagnosed? Could you please explain the relation of urethral erosion and rapid suture absorption? Was there any surgical or medical intervention required? If yes, please specify the date and details of intervention. Other related patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient¿s current status? Do you have any representative/unopened samples to return?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the suture was used. Following the procedure, it was observed more rapid resorption of the thread on strips pose and the patient experienced urethral erosion. One of the patients was seen 3 weeks after the procedure and no thread was visible. Additional information has been requested.